Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: 1.distributed - small curve mobi sheath; 2.carto 3 system us catalog #: unknown serial #: unknown; 3.pentaray catheter us catalog #: unknown lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient in their early (B)(6), underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, after ablating on the left side, cardiac tamponade was confirmed by intracardiac echo (ice). There was no drop in patient¿s blood pressure. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after the case. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition-related. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed. A transseptal needle was not used. A small curve mobi sheath was used. The exact time of the injury is unknown, the ablation was delivered between 25 watts to 35 watts depending on the ablation site. The overall time for ablation and the last ablation cycle time are unknown. The power was not titrated during the ablation. The catheter irrigation was set at 8ml/min or 15ml/min depending on the wattage. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) is unknown. The shaft proximity interference value is unknown. At some point during the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to pentaray catheter. The thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.